Manufacturer narrative:
The breakage of the device has occurred at the distal weld zone of the flexible coil to the drill head. The drill head was not returned for examination. Dimensional analysis of the flexible coil and shaft were found to meet print specification. Clinical details were reported that the drill became un-chucked at a critical time during the drilling which likely led to its failure. Use error cannot be ruled out as a contributory factor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a slap repair procedure, the drill tip broke and is believed to remain in the patient. A back up device was utilized to create a new bone hole in order complete the procedure. No patient injury or complications were reported.